Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. No patient complications were reported and the patient condition was good.